Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are included as part of the "mr environment agreement", which was signed by the facility. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. According to information received from the hospital, the wheels of the ventilator were not locked at the time of the event. There was no patient involvement. Our conclusion in this matter is, that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
(B)(4).

Event description:
(B)(6) 2016 10:38 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the ventilator got pulled into the MRI which caused the mount on the monitor to bend. The patients' information is unknown. (B)(4).